Event description:
Patient had a cardiac percutaneous introvention done in 04/2006. An angio seal was used to close the vessel. On 04/09/2006 patient presents to ed with complaints of pain right lower extremity, extremity is warm but has diminished pulses. Arterial studies show poor flow to right common femoral artery. Right iliac artery does not demonstrate thrombectomy, removal of foreign body from right common femoral artery. Foreign body looks like "foot" from angio seal. Patient now has good peripheral pulses in r. Le no permament harm.